Manufacturer narrative:
Siemens healthcare diagnostics inc. Has determined that the advia 560 hematology system performed as expected when sending high, flagged results to the laboratory information system (lis) when using the hl7 (health level-7) protocol. The advia 560 hematology system communication protocol guide revision a states "advia 560 is able to send measurement results to and receive so-called "work lists" from a remote computer. To activate and use this feature, the instrument needs to be connected to a hl7 capable server directly or through a computer local area network (lan)." When using an hl7 protocol, the advia 560 hematology system does not send flags to a remote computer. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A high, flagged white blood cell (wbc) count that was obtained on the advia 560 hematology system was transferred to the laboratory information system (lis) without the flags. The patient sample was not diluted prior to reporting the patient results to the physician. The physician did not question the results. The customer is using the health level-7 (hl7) protocol to transfer results from the advia 560 hematology system to the lis. There are no known reports of patient intervention or adverse health consequences due to the high, flagged wbc count obtained on the advia 560 hematology system being reported to the physician without diluting the sample.

Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) filed the initial MDR (2432235-2016-00287) on may 26, 2016.may 30, 2016, corrected data/additional information:siemens healthcare diagnostics inc. Is correcting the date of event from (B)(6) 2016 to (B)(6) 2016 and providing the complete contact information.